Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 patient code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received for medical records. Patient received bilateral depuy hybrid tkas to treat chronic pain secondary to end-stage arthrosis. This complaint will capture the left knee. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes the left knee had 1-mm laxity in varus/valgus stresses in flexion and extension. The procedure was completed without complications. Patient received a surgical I & d and wound repair to treat pain and wound dehiscence secondary to a fall. There was no reported product problem with any implant and there were no revisions performed. The procedure was completed without complications. Of note the patient sustained an impacted trochanteric fracture during the fall. In consultation with an sme, it was determined to note the trochanteric fracture as a note on this complaint. There was no information regarding treatment of the fracture. Therefore, it will not be captured within this complaint. Doi: (B)(6) 2020, doe: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for wound dehiscence of incision; fall resulting in opening of his surgical incision event is serious and is considered moderate. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020. (Left knee). Treatment: surgical intervention with irrigation and debridement.